Event description:
The ventilator alarms sounded indicating a leak in the ventilation system. The leak was allegedly due to the catheter thumb valve remaining in the open position reportedly resulting in a significant reduction to the delivered tidal volume to the pt. The closed suction catheter was removed and there was no pt compromise.